Event description:
After the case, the surgeon stated that he, "wasn't happy with the tibia, it was rocking and it would have loosened up in only a few weeks" the surgeon opted to convert the case immediately to a total knee arthroplasty.

Manufacturer narrative:
The investigation conducted for this complaint revealed that 2 separate issues took place during the case: registration failure: the 4 failed registration attempts were identified to have resulted from a poorly segmented bone model. The session file retrieved from the mps exhibited an erroneous placement of the lower tibial bound which caused the model to not display significant features on the tibial condyle. Implant rocking: given that the resection was confirmed to be accurate by probing the post hole resection. It was determined that the instability of the implant likely occurred due to one or more of the following factors: increased depth on the posterior surface section which resulted in up to 5.5 degrees of rocking; cement not being allowed to fully cure, increased play post trailing due to post hole misalignment during impaction or keel not being able to act as a stabilizing factor.